Event description:
Screw came out of offset reamer handle during cssd processing and was located by staff. Mako tha 4.1.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Screw missing from the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there is no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.